Manufacturer narrative:
Concomitant medical products: product type: lead, product ID: 3487a-45, lot# v134575, implanted: (B)(6) 2008, product type: lead; product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Other relevant device(s) are: product ID: 3487a-45, serial/lot #:v134575, ubd: 11-jul-2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider, via manufacturer representative, concerning patient with implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that during procedure impedances and connectivity were checked. The quad leads showed high impedances and poor connectivity. The physician wiped the leads and replaced in battery. The impedances could not be resolved; however, the patient had an octad with impedances within normal limits and was being used. The physician proceeded with the implant as the patient also had an octad. The issue was reported as resolved. No further information was available. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3487a-45 lot# v134575 (B)(4) implanted:(B)(6)2008 product type lead product ID 3487a-45 lot# v134575 (B)(4) implanted: (B)(6)2008 product type lead product ID 3708240 (B)(4) implanted: (B)(6)2008 product type extension. The (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2018-apr-07 reporting that the implantable neurostimulator (ins) had reached end of service (eos) and needed to be replaced. The patient did not experience any symptoms. The connectivity was checked once the new battery was connected and the port for the quad lead showed poor connectivity. Also the impedances on the quads were high when ran. The event did not result in any impact to the patient. The patient's octad lead was being used and it provided stimulation and pain relief. The health care provider (hcp) did not want to remove the leads the leads were still implanted in the patient. No further complications were reported.